Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the site's dell handheld computer was freezing following interrogations. The reporter stated that the handheld was slow in the beginning, but would now freeze after every interrogation. Good faith attempts are being made to retrieve the handheld and software.